Event description:
A customer contacted beckman coulter inc. (Bec) to report an incomplete seal on an access wash buffer ii bottle. The container did not leak in transit despite the seal not being sealed. The customer indicated that only one bottle was affected. The customer did not report an effect to patients or end user safety.

Manufacturer narrative:
Service was not dispatched for this event. No root cause could be determined for this event.